Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The cartridge was observed cracked with the tip deformed and the lens was observed stuck at the crack. Visual inspection at 10x microscope magnification showed scarce residues of viscoelastic at the cartridge tube/tip. The reported issue was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the pcb00 18.5 diopter intraocular lens (iol) got stuck in the tecnis itec preloaded device during handling and prior to insertion. Reportedly, there was no patient contact. No additional information was provided.